Event description:
Subsequent to the initially filed reports, the following information was received: a total of 4 prostyle devices were used in total. The 4th proglide was advanced but not deployed as the sheath was kinked. It was also confirmed by the account that the kinking [and stenosis] of the left common femoral artery was pre-existing.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no back flow¿ was not confirmed. The kinked/ bent shaft was confirmed. The friction during insertion could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two perclose prostyle devices are filed under separate medwatch report numbers. Na.

Event description:
It was reported that suture placement in the calcified left common femoral artery (lcfa) was attempted using three prostyle devices using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve implantation interventional procedure. Initial flushing of the marker lumen with saline prior to use was successful with all prostyle devices. Reportedly, during insertion of the first prostyle device, friction was felt and back-flow was not confirmed from the marker lumen. Foot deployment was not attempted, the prostyle device was removed and noted to be kinked at the beginning of the distal shaft. After running a femoral angiogram, stenosis and kinking of the lcfa was detected. A second prostyle device was attempted; however, the same issue as with the first prostyle device occurred. A third prostyle device was turned a bit more than 30 degrees to get another angle and deployed at approximately 45 degrees; however, when the plunger was removed no suture was visible between the needle and the handle. No vessel damage was noted. A non-abbott device was used and manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.